Manufacturer narrative:
No further information was able to be obtained from this customer. However, the fragmentation handpiece was returned for investigation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The fragmentation handpiece was manufactured on july 28, 2011. Based on qa assessment, the product met specifications at the time of release. Fragmentation handpiece was received for evaluation. A visual assessment of the returned sample found no visual defects. The returned hp was tested. The handpiece was first tested for ground resistance in which the handpiece was able to successfully pass. The handpiece was then able to prime and tune on a calibrated system. Upon testing for stroke ultrasound movements, the phaco was weaker than the specification. No issues were visually found upon opening the nonconforming handpiece. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the tip of the handpiece broke during a posterior segment surgical procedure. The broken tip fell into the eye, was successfully removed without harm to the patient. The tip was replaced to complete the procedure.